Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable a loss of functionality. There was no pt injury or death was reported related to this event.

Manufacturer narrative:
The customer performed an onsite investigation. A loose cable at the video controller pcb was identified and repaired. The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.